Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic. The patient's pacemaker was at end-of-service and in backup vvi operation. The patient was not interested in a generator change. It was determined after talking with technical services that it would be best to not reset to original parameters as this change may wipe out any remaining battery service. Device was left and patient went home.

Event description:
New information received noted that the backup vvi was a result of the end-of-service.